Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and the patient experienced pericardial effusion that required pericardiocentesis. After dual transeptal was performed, the ablation catheter was placed in the left atrium, the ablation catheter was zeroed and floating in the left atrium. An octaray catheter was inserted into the left atrium and the physician began to map the left atrium. Within the mapping phase, the anesthesia personnel notified the physician that the patient's blood pressure decreased from "130 to 80". The physician utilized the intracardiac echo (ice) catheter to visualize a 1 cm effusion. The caller noted that a larger effusion was confirmed when the ice catheter was rotated posteriorly. The physician then performed a pericardiocentesis procedure, removing 975 ml. Patient's blood pressure increased to 125 post fluid removal. The procedure was aborted. The patient was in stable condition and was sent to the unit for observation and repeat echo. The physician stated that the event might have occurred during the transeptal phase or during the octaray mapping phase. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and the patient experienced pericardial effusion that required pericardiocentesis. After dual transeptal was performed, the ablation catheter was placed in the left atrium, the ablation catheter was zeroed and floating in the left atrium. An octaray catheter was inserted into the left atrium and the physician began to map the left atrium. Within the mapping phase, the anesthesia personnel notified the physician that the patient's blood pressure decreased from "130 to 80". The physician utilized the intracardiac echo (ice) catheter to visualize a 1 cm effusion. The caller noted that a larger effusion was confirmed when the ice catheter was rotated posteriorly. The physician then performed a pericardiocentesis procedure, removing 975 ml. Patient's blood pressure increased to 125 post fluid removal. The procedure was aborted. The patient was in stable condition and was sent to the unit for observation and repeat echo. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. Additionally, during the product evaluation, the lot number was identified to be 31107536l. Based on the lot number verification, the appropriate fields in section d. Suspected medical device have been populated. A manufacturing record evaluation was performed for the finished device batch number, and no internal action were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and the patient experienced pericardial effusion that required pericardiocentesis. After dual transeptal was performed, the ablation catheter was placed in the left atrium, the ablation catheter was zeroed and floating in the left atrium. An octaray catheter was inserted into the left atrium and the physician began to map the left atrium. Within the mapping phase, the anesthesia personnel notified the physician that the patient's blood pressure decreased from "130 to 80". The physician utilized the intracardiac echo (ice) catheter to visualize a 1 cm effusion. The caller noted that a larger effusion was confirmed when the ice catheter was rotated posteriorly. The physician then performed a pericardiocentesis procedure, removing 975 ml. Patient's blood pressure increased to 125 post fluid removal. The procedure was aborted. The patient was in stable condition and was sent to the unit for observation and repeat echo. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 29-apr-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).